Manufacturer narrative:
The reported events of noise and inappropriate shock were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion breaching the ring electrode cable lumen at the proximal region. One of the ring electrode etfe cable coating was abraded in this location. The cause of the reported events was due to the external insulation abrasion consistent with friction to the device can.

Event description:
It was reported that the patient presented to the emergency room due to receiving multiple shocks. Upon interrogation, it was discovered the right ventricular (rv) lead was oversensing noise resulting in inappropriate shocks. Programming changes were performed. The patient was recovering.

Event description:
New information received indicated that the rv lead was explanted and replaced. The patient condition was stable.